Event description:
It was reported that, the targeting was loose when correctly attached to nail adapter when surgeon was drilling through targeting arm we heard the drill hit the nail. We confirmed with x-ray that the screws did pass through the nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental.